Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was over 40mg/dl. The customer's current blood glucose level was 60mg/dl. The customer states treated low levels with juice box. Troubleshoot for the low level was conducted. The device is being replaced per the customer's request.